Manufacturer narrative:
An event regarding wear & size/fit issue involving an exeter stem was reported. The event was not confirmed. Method & results: visual inspection: a visual inspection was performed by the supplier which noted that on the stem there are the typical marks of implantation. Dimensional inspection: a dimensional inspection was performed by the supplier which noted distal dimensions inspection performed in manufacturing with section gage and caliper. End of stem inspection performed in manufacturing with end of stem gage. The stems are dimensionally complaint to the drawing that was valid at the time of manufacturing. Functional inspection: a functional inspection was performed by the supplier which noted functional test was performed with a centralizer, it was possible to fix the centralizer on both stems with no issue. Material analysis: not performed as reported event is not related to material integrity. -medical records received and evaluation: no information was received for review with a clinical consultant. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: the event could not be confirmed nor the root cause determined because insufficient information was provided. Further information such as pre- and post-op xrays, surgical records, patient history, & follow-up notes are needed to investigate this event further. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the patient underwent a revision surgery of their exeter stem due to trunnionosis.

Manufacturer narrative:
Review of the product history records indicates the products were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient underwent a revision surgery of their exeter stem due to trunnionosis.